Event description:
It was reported that an ilet fell off its clip, the infusion site was pulled out, the connector piece broke, and the cartridge became stuck in the ilet, resulting in an inability to disconnect the connector from the device component identified as the connector/coupler. Investigation of this case revealed a mechanical problem associated with the connector/coupler that caused a failure to disconnect. Customer care provided support that included user return of the defective device follow up. No clinical symptoms during the event reported. Outcomes included no health consequences or impact and no user injury reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.